Event description:
Event description cpi received information that this bipolar lead was removed from service due to an insulation break. An invasive procedure was performed to remove the lead, the physician stated, 'the insulation break was caused by the lead rubbing on the patient's bone'. A new bipolar lead was implanted.